Event description:
It was reported that the patient presented in clinic for implant procedure. The right atrial (ra) lead was placed multiple times with high capture threshold. The ra lead was switched out for a new one which was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of high capture threshold could not be confirmed. As received, a complete lead was returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Additional information - d9 date available for evaluation input as jun 22, 2022

Manufacturer narrative:
Additional information: notes device will not be returned. Update to h6 codes.

Event description:
New information notes device will not be returned.